Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead revision procedure after the lead was accidentally cut during wound care. No additional adverse patient effects were reported. The explanted device was discarded at the facility and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. The device was discarded at the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and warns that care must be taken when using sharp instruments around the deep brain stimulation (dbs) lead to avoid nicking or damaging the lead. Additionally, it states that damage to the lead may result in loss of stimulation and may require surgical revision or replacement. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.